Event description:
It was reported that while the device is in the box, it was interrogated and it had triggered elective replacement indicator. It was also reported that the device had been in the car trunk for "200+ days". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.